Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as ¿high¿; although specific value was not provided. Cause was not known. Customer administered a correction bolus via the pump as well as a correction injection. Reportedly, due to the high, the customer began feeling sick and vomiting. Customer declined further troubleshooting, therefore no additional information was obtained.